Event description:
Patient 1: this is a report received by baxter (B)(4) regarding a pulmonary embolism, which occurred after use of floseal some time ago (occurrence date unknown - no death). No additional information was provided by the customer. Additional information is being requested from the customer. This is one of two cases that the customer reported with the same information.

Manufacturer narrative:
(B)(4). Baxter medical assessment summary: the report is of general nature and does not refer to any clinical details that allow a judgment of a causal relationship to the application of floseal. Due to the lack of information the case is not currently assessable, and this case is being conservatively reported. Baxter is currently in the process of following up with the author for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter in an effort to receive additional case information. No response was received. Due to the lack of information a causal relationship cannot be determined. If additional information is received at a later time, the information will be evaluated and a follow-up submission will be sent. This complaint will be kept on file for trending purposes.